Manufacturer narrative:
Exemption # (B)(4). Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported with pain or swelling. During a post-operative check, a patient experienced failure of implant to integrate.